Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and discovered a defective blood sampling valve (bsv) actuator which resulted in an incorrect amount of diluent being delivered to the baths. The fse replaced the bsv actuator to resolve the issue and verified the repair as per established procedures. (B)(4).

Event description:
During a preventative maintenance visit, a field service engineer (fse) observed improper filling of the baths inside the coulter hmx hematology analyzer with autoloader. The customer did not report of any impact to patient results or change to patient treatment in connection with this event.